Event description:
Ous MDR. It was reported that about 93 months after the implantation oversensing with artifacts was noted. No adverse patient side effects were noted. The lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 5 fragments consisting of the three connectors, the yoke and a 35 cm long segment of lead body without conductor cables. A distal part of the lead including the lead tip, was not returned for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, only the dc resistances of the received conductor fragments with conductor cables could be measured. No peculiarities were found. Due to fragmented state of the lead further analysis was not properly feasible. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.